Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose level was over 380 mg/dl and correction via the pump was delivered to address the bg level. The cause of the high bg was not known. It was thought that a high carbohydrate intake or insulin was not being delivered to the customer may be possible causes. How the insulin was not being delivered was not clarified by the contact. The contact declined tandem technical support's offer to troubleshoot. The customer reverted to using insulin injections to manage diabetes.